Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
On (B)(6) 2014, information was received from a patient indicating that they did not have concerns with their device or therapy. They received assistance from their doctor or representative and their concerns were resolved. They also mentioned they were still having concerns regarding their device or therapy, but they were working with their doctor or representative.

Event description:
It was reported that the patient needed assistance in requesting a personal therapy manager (ptm) bolus. When the patient requested his first personal therapy manager (ptm) bolus, the ptm displayed the ¿communication unsuccessful¿ screen. The patient tried repositioning the ptm a few times and the same screen was displayed. The patient tried connecting the ptm to the pump again. The patient lied down from the standing position and was able to connect to the pump and successfully deliver abolus. The ptm showed a confirmation that the bolus was delivered. It was noted that the patient was not using an antenna. It was also reported that, since the patient¿s current pump was implanted, the pump had been moving around. It was suspected that this could have been the reason that the patient was able to connect the ptm to the pump in the laying position but not the standing position. It was noted that the patient was currently having medical problems related to multiple sclerosis but was not having issues with his pump therapy. The device system was used to deliver morphine. The cause of the event, troubleshooting/diagnostics, and treatment/interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was given a new personal therapy manager (ptm) because he had the same issue with his old ptm starting in august.